Event description:
This case was reported by a consumer, and described the occurrence of diabetes in a female pt, who received corega (super poligrip) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included calcium sodium poly (vinyl methyl ether-maleate) (fixodent). On an unk date in 1999, the pt started corega (dental). At an unk time after starting corega, the pt experienced diabetes and tingling of extremities (hands and feet). This case was assessed as medically serious by gsk. Treatment with corega was discontinued. At the time of reporting, the outcome of the events was unk. The consumer used variants of super poligrip beginning in 1999, number of tubes used and lot codes unknown. Super poligrip is manufactured in another country and neither the product nor lot number for this product is available.